Event description:
It was reported the device will not boot up properly. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the device would not power up, main pcb (printed circuit board) found contaminated. Analysis also found the upper case, lower case, battery release, lead flex cover, board connector cable, heart lead flex, and lcd (liquid crystal display) are contaminated. Battery contacts are compressed. It is noted the battery drawer was found painted. (B)(4).